Event description:
Product surveillance contacted the patient's nurse. The nurse stated she was not aware of the iipv, but would follow-up with the patient. No injury or medical intervention was reported.

Event description:
An instance of increased intra-peritoneal volume (iipv) was identified during a review of the returned homechoice (hc) patient event log. On (B)(6) 2010, the drain volume was 4110ml during cycle 1. This event meets the criteria for overfill.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). Device evaluation: the homechoice (hc) was evaluated by the product analysis lab (pal). The hc passed both the returned instrument test/evaluation (rite) functional and electrical tests. The assignable cause of the increased intra-peritoneal volume (iipv) was determined to be an insufficient drain (inappropriate bypass of the initial drain cycle). Review of the service history reveals the hc passed all required tests and calibrations prior to its release from baxter. No issues were identified that may have contributed to the reported difficulty of an iipv. The previous return of the hc was not for any difficulties related to an iipv. Review of the labeling finds the homechoice apd systems at-home patient guide sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).